Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up with dizziness. Upon interrogation, the right ventricular lead exhibited high impedance, noise, high threshold and loss of sensing. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition post procedure.